Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels rose between 25 and 29 mmol/l (450-522 mg/dl). The pod was reportedly leaking while worn for between 4 and 24 hours. The patient was treated with insulin and the pod was removed at the ER. The patient was released after a couple of hours.